Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it appears that the bipolar yaw pulley might have some thermal damage. We will need to look at the instrument to learn more.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of a maryland bipolar forceps instrument had a piece of plastic that was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the defective instrument was indeed maryland bipolar forceps and provided an image of the damaged tip of the instrument.